Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak. Additionally the clinical evaluation observed the following findings; a type 2 endoleak, aneurysm sac growth, the embolization of a type 2 and embolic material in the femoral artery, and a right common femoral artery seroma. The clinical evaluation identified patent ima and lumbar arteries as contributing factors to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%.

Event description:
Additional information; it was discovered during clinical evaluation the patient had a type 2 endoleak repaired with embolization treatment. Embolic material was also found in the internal mesenteric artery and additionally treated by embolization of the material to the right profunda femoris artery.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed a type 3b endoleak. On (B)(6) 2017 the physician elected to reline the initial devices by implanting an additional bifurcated stent and an infrarenal aortic extension. The patient was reported to be in stable condition post procedure.